Manufacturer narrative:
Device was used for treatment, not diagnosis. Please note that the reporter's phone number, and email address were not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during testing, it was observed that the small battery drive device and large chuck with key device had become hot, made an unusual noise, and did not rotate smoothly when used together. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Concomitant medical products: the date returned to manufacturer was documented as apr 23, 2018 on the initial report. This date has been updated as jul 12, 2018. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor power of the small battery drive device was too low. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device evaluation update: further investigation determined that a review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition (it becomes hot when testing. Abnormal noise. Does not rotate smoothly) as the issue identified in the DHR review (motor has too little power, control system damaged) is not relevant to the current service process findings (motor, power too low). The conclusion of the DHR review is that the final products manufactured in the production processes relevant to the device in the current complaint met inspection requirements, certification test values, and acceptance criteria. If additional information should become available, a supplemental medwatch will be submitted accordingly.